Event description:
It was reported that during a ptca procedure, the physician felt there was some anomalies of the tip of the catheter during insertion into the sheath. No pt injuries or complications were reported.